Event description:
Caller states that pt was driving erratically and the police called an ambulance. The pt tested at 34mg/dl and wasd given oral glucose by the paramedics. Additional tests of 14mg/dl and 28mg/dl were performed within5 minutes of the original. Pt was given candy and soda until he was deemed appropriate to drive. Caller was using new style of strips and improperly dosing the strips. No quality controls were used. Requested return of suspect device and replacement was sent.